Event description:
Customer obtained a result of 3.1 meq/l for a magnesium assay performed on a pt sample. A result of 1.9 meq/l was obtained when the sample was repeated. The field service rep corrected the problem by bleaching the probe wash towers.